Event description:
It was reported that a user experienced low blood glucose after a usual lunch announcement while using the ilet bionic pancreas, with fingerstick readings ranging from 78 mg/dl to 98 mg/dl and a concurrent sensor value of 65 mg/dl; the user ingested carbohydrates and a small amount of honey, and customer education on the adaptive meal algorithm was provided. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates without escalation of care. Investigation included review of device performance through user interview and product-use assessment with troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions reported and no device component concerns identified, and the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.